Manufacturer narrative:
The insulin pump no button error alarm or battery out limit alarm noted. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test due to no button response. The insulin pump had a minor scratched display window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 312 mg/dl. The customer states the insulin pump alarmed failed battery test and button error. The customer was unable to clear the button error alarm. The customer states the pump was exposed toe water. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.